Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 300 mg/dl and 400 mg/dl due to bent cannula. Customer stated that, they are unable to remove the plunger rod. Customer did not eat anything and changed the carbohydrate diet. Customer mentioned that, with this he might have gotten some bleeding when the sensor came out. Customer declined troubleshooting of the high blood glucose. The reservoir will not be returned for analysis.